Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 for event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit with pim leak issue. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, component code, investigation conclusions), h11. Corrected fields: d5, d10, e2, e3, e4, g2, h6 (medical device ¿ problem code). A getinge fse was dispatch to evaluate unit. Fse found unit with pim leak. Replaced module and check operation. Unit was suitable for clinical use.